Event description:
This is filed for clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was then advanced into the patient anatomy and the clip grasped the leaflets. During establishing final arm angle (efaa) testing, the clip opened. Initially, there was a small jump and then the clip continued to fully open. Standard troubleshooting was performed; however, the clip opened again. The clip and cds were removed from the patient anatomy without difficulty. There was no adverse patient effect. A second cds was prepared and used without issue. The degenerative mitral regurgitation (mr) was reduced from grade 3-4 to grade 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The reported unintended movement associated with clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. The analysis was unable to confirm the reported difficult to open or close (clip jumping during efaa). The discrepancy between what was reported (clip jump during efaa) and what was observed (no issues with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. In addition, material deformation of the harness was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed, a cause for the reported unintended movement (clip open- efaa) and difficult to open or close (clip jumping) cannot be determined. The observed deformed harness appears to be related to a troubleshooting maneuver. There is no indication of a product issue with respect to manufacture, design, or labeling.